Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of noise resulting in oversensing due to insulation damage were confirmed. As received, a partial lead (only connector portion) was returned in one piece. Visual examination found an external insulation abrasion breaching the ring electrode lumen with both cable coating also abraded at the proximal region. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Then during the lead revision procedure, insulation damage was noted on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.